Event description:
General report received of an unspecified number of undocumented incidents of backflow of solutions from the secondary tubing sets into the primary tubing sets. The primary tubing sets were being used to deliver unspecified solutions. The secondary tubing sets were being used for piggyback deliveries of unspecified antibiotics and were connected to the primary tubing sets. After unspecified lengths of time in use, it was reported that the antibiotic solutions backflowed into the primary tubing sets. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the info known by the reporter upon query by hospira personnel.